Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and observed it for 4 hours on trainer. The fse was unable to reproduce the reported failure. The fse performed all functional tests, which the unit passed. The unit was then handed over to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that routine check, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure error. There was no patient involvement.